Event description:
Technical services received a call on 10/31/2011 from sales rep. High right ventricular pacing lead impedance detected on (B)(6) 2011. No physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).